Event description:
It was reported that a patient underwent an CABG procedure on an unknown date and suture was used. During the procedure, the thread got detached from the needle during performing CABG procedure. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, and the following was obtained: was there any adverse consequence associated with the patient? Device return status: device has been discarded. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Related to: 2210968-2022-06048, 2210968-2022-06049, 2210968-2022-06050.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 9/29/2022. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device returned. Additional information: d4, h4, h6. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Trade name - irgacare. Active ingredient(s)- triclosan. Dosage form - suture/solid/parenteral. Strength -= 275 g /m. Related to: 2210968-2022-06047, 2210968-2022-06048, 2210968-2022-06049, 2210968-2022-06050.